Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. Additional information was received that patient was implanted with a competitor device and not with boston scientific.